Event description:
The clinic reports that the user's electrode array may have moved, but the user's performance and in situ testing results have remained unchanged. 10 channels are currently usable. The clinic and user have decided to revise the device anyway, and imaging will be done before the procedure. The user was reimplanted on (B)(6) 2023. During the revision surgery it was noticed that soft tissue bands had formed around the lead in the facial recess which, according to the clinic, potentially caused the migration. 3 channels were extra-cochlear.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to a partial migration of the electrode out of cochlea. Reportedly, soft tissue bands had formed around the lead in the facial recess which, according to the clinic, potentially caused the migration. The recipient was re-implanted with a shorter electrode. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reports that the user's electrode array may have moved, but the user's performance and in situ testing results have remained unchanged. The clinic and user have decided to revise the device anyway, and imaging will be done before the procedure. The revision surgery is scheduled for (B)(6) 2023.